Event description:
It was reported that syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material no.: 309605. Batch no.: 1055514. It was reported a piece of plastic was found inside the syringe on the stopper. Per email: I would like to file a product complaint for the bd 10 ml syringe ll tip bulk convenience pack as we found a piece of what appears to be plastic attached to the plunger.

Manufacturer narrative:
H.6. Investigation: two photos and one loose 10ml syringe in a plastic bag were received. The syringe was partially filled with clear liquid. A piece of large clear foreign matter was observed on top of the stopper near its center. The foreign matter was similar in appearance to a piece of plastic which is rejectable per product specification. Fourier transform infrared spectroscopy (ftir) analysis was completed on the hard material observed in the barrel. A small portion of this material was removed from the sample and prepared for spectral analysis. The spectral analysis shows that this material is most likely polypropylene. Potential root cause for the foreign matter defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material no.: 309605 batch no.: 1055514. It was reported a piece of plastic was found inside the syringe on the stopper. Per email: I would like to file a product complaint for the bd 10 ml syringe ll tip bulk convenience pack as we found a piece of what appears to be plastic attached to the plunger.